Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, the electrode belt was found to be fully functional. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the monitor had a defective rear response button. The cause for the defective response button was a defective rear response button switch. The root cause of the defective switch was unable to be identified. It was reported that the patient dropped the monitor and that it hit the floor. In addition, it was reported that the patient was not able to get to the response buttons during the treatment event. There is no indication or allegation to suggest that the monitor device malfunction caused or contributed to the inappropriate treatment event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/13/2018. A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of one shock. The patient was conscious and in the restroom at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient did not seek medical attention and continued to wear the lifevest.